Event description:
Caller reported a malfunction on the pump with a malfunction code "malf 12," occurring at least three times on the pump. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support confirmed the need to replace the pump and shipped a replacement to the customer. The customer was instructed to continue using the current pump until the replacement arrived and advised on the steps for returning the malfunctioning pump to tandem.